Event description:
Ethicon stapler did not open once inserted in trocar within body. Backup supply was available, no harm to the involved patient. Reporting all surgical stapler malfunctions per FDA recommendations. FDA safety report ID # (B)(4).